Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother caller to report that the customer had high blood glucose of 450 mg/dl which was treated with manual injection. The customer did not have any symptoms of high blood glucose. The caller stated that the incident happened one week prior to  the phone call. The caller stated that the insulin pump alarmed no delivery alarm. Troubleshooting was performed and the device passed. The caller stated that the act button  has been hard to press over the past few months. The insulin pump will not be returned for analysis.